Event description:
It was reported that patient complained about pain in his knee. Positive bone scan. Thinking the components may be loose, surgery was scheduled. During surgery, surgeon felt that the components were solid, but based on the patient's complaint the primary components were removed and replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.